Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported fse during pm that the safety disk of cs100 intra-aortic balloon pump (iabp) is due. There was no patient involvement.

Manufacturer narrative:
Based on the information received, the safety disk replacement is due message is classified as a non-reportable event, hence no follow up emdr is not necessary.

Event description:
N/a.